Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the o2 manifold and advised to replace it. The customer replaced the defective o2 manifold to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 manifold leaking. The center check valve on the o2 manifold is stuck open. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.